Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain/other') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". Concomitant products included enalapril maleate;lercanidipine hydrochloride (zanextra) since (B)(6) 2018, gabapentin since(B)(6) 2013, ibuprofen since (B)(6) 2012 and metronidazole (flagyl 250) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6)2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 3 years 4 months after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual ntercourse)") and rash papular ("itchy bumps"). In (B)(6) 2016, the patient experienced pudendal canal syndrome ("nuero condition/problem/ numbness of my vagina"). In (B)(6) 2018, the patient experienced anxiety ("anxiety/psych injury"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, back pain, anxiety, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, pudendal canal syndrome, vaginal haemorrhage, bacterial vulvovaginitis, female sexual dysfunction, rash papular, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, migraine, pelvic pain, pudendal canal syndrome, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for psych injury, bladder/urinary problems: vaginal infection and vaginal discharge. Discrepancy noted in insertion date in initial summons: ??-???-2008. Discrepancy noted in insertion date in pfs-(B)(6) 2011. Discrepant information regarding essure confirmation test-previoulsy reported she did not undergo essure confirmation test and now in current pfs hsg reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain/other') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". Concomitant products included enalapril maleate;lercanidipine hydrochloride (zanextra) since (B)(6) 2018, gabapentin since (B)(6) 2013, ibuprofen since (B)(6) 2012 and metronidazole (flagyl 250) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 4 months after insertion of essure. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and rash papular ("itchy bumps"). In (B)(6) 2016, the patient experienced pudendal canal syndrome ("neuro condition/problem/ numbness of my vagina"). In (B)(6) 2018, the patient experienced anxiety ("anxiety/psych injury"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, back pain, anxiety, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, pudendal canal syndrome, vaginal haemorrhage, bacterial vulvovaginitis, female sexual dysfunction, rash papular, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, migraine, pelvic pain, pudendal canal syndrome, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for psych injury, bladder/urinary problems: vaginal infection and vaginal discharge. Discrepancy noted in insertion date in initial summons: 2008. Discrepancy noted in insertion date in pfs- (B)(6) 2011. Discrepant information regarding essure confirmation test-previously reported she did not undergo essure confirmation test and now in current pfs hsg reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: plaintiff fact sheet received : reporter added, essure removal was done for event pelvic pain. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.